Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer wore the device into the pool. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The device was not returned or replaced at this time.